Event description:
It was reported that coupling and/or communication issues occurred. Typically, the patient would get 6-8 bars coupling but there was a sudden change in that approximately 2 days ago. A device flip was confirmed via x-ray. The device was manually flipped back and confirmed via x-ray. Coupling was obtained after the procedure.

Manufacturer narrative:
(B)(4).